Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got failed battery test after changing the battery. The customer¿s blood glucose level was 79 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. The insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unit was received with cracked case along the side of the battery tube.